Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed cuts under the lifevest equipment. Patient described the area as cuts on the back. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.